Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump had downstream occlusion issues. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the dso seal to be degraded. There was no evidence in the event history log. Functional testing was unable to verify or duplicate the reported problem. The device passed the downstream occlusion test; however, the dso seal was confirmed to be degraded. The dso seal was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.